Manufacturer narrative:
The manufacture previously reported an incorrect device manufacturer date in h4 on previous report. The correct manufacture date is 05/19/2020.

Event description:
The manufacturer received information alleging a ventilator was not working. There was no patient harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving alleging a ventilator was not working. There was no patient harm or injury reported. The device was evaluated by a third party service center and the customer's complaint was not confirmed. The device was found to operate and alarm as designed.